Event description:
The manufacturer has been informed of the passing of a patient using a ds2adv auto CPAP device. The patient's spouse contacted us with concerns about potential charges for a replacement device. The respiratory therapist clarified that the device was provided at no cost, and the spouse is welcome to keep it or donate it, as it is hers to retain. No further details were provided and there was no allegation the device caused or contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.